Event description:
Information was received indicating that a smiths medical portex® bivona® uncuffed tracheostomy tube was torn at the base where the tube began. There were no reported adverse patient effects.